Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture," "arthralgia," "malaise, pain and itching."

Event description:
Patient reported left side "explant and replacement", pain and itching. Patient representative reported "capsular contracture," baker grade unknown. Patient also reported "arthralgia", malaise;" these events are not related to the device. Device remains implanted.